Event description:
It was reported that the customer required emergency room (ER) assistance on two separate occasions to treat past low blood glucose levels. No dates for the past ER visits were provided. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.